Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer was experiencing high blood glucose and insulin flow blocked alarm. Blood glucose level at the time of the incident was 418 mg/dl. Customer stated insulin pump had cracked. It was unknown whether the customer was using automode. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. P-cap/reservoir locked properly in place. Device received with cracked case on the back at the battery tube area. Device received with cracked keypad overlay at select button. No delivery alarm/occlusion - unknown timing not confirmed. (B)(4).